Event description:
It was reported to olympus technical assistance center (tac), that the evis exera ii gastrointestinal videoscope had issues with reprocessing. It was noted that the customer did not used the air/water channel cleaning adapter and the auxiliary channel was not flushed during pre-cleaning. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the gastrointestinal technician was on leave and the facility was not aware of the correct pre-cleaning steps. Tac performed a scope reprocessing and infection control in-service for the staff and covered pre-cleaning, leak testing, modified manual cleaning, oer-pro reprocessing and storage. The issue was resolved with training. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred due to the user understanding differing from olympus recommendation in handling of device and/or reprocessing steps. However, a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): IFU includes the preventive measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.